Event description:
It was reported that the stent fractured, requiring additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main coronary artery which was predilated with 3.0mm and 3.5mm balloons. The 3mm2 x 3.50mm promus premier drug eluting stent was advanced for treatment from the left main (lm) to left anterior descending artery (lad). Following deployment, post-dilation was completed with a 4.0mm balloon at 12 atmospheres in the proximal segment and a 3.5mm balloon at 12 atmospheres in the lad segment. Upon visualization, the stent was noted to be fractured in the lm and another stent was deployed in the lm to complete the procedure. There were no patient complications reported.